Event description:
Device had to be removed due to inconsistent function on electrophysiological testing. Pt hospitalized for surgery, device was removed. Debridement of granulation tissue and inflammatory material from the aicd pocket, and drainage of this pocket was also necessary.